Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a normal device check, a session record was attempted to be sent for review, but the file was corrupted. The patient left the clinic and will continue to be monitored. It was noted that a later session record was successfully sent 12 days later.